Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review of the stored electrocardiograms, post-paced t-wave oversensing was observed on the implantable cardioverter defibrillator. It is unknown if the patient experienced symptoms due to the oversensing. The patient did not receive therapy during the oversensing. The device was reprogrammed. No additional information was reported.